Manufacturer narrative:
H.6. Investigation summary: as the customer does not have the exact lot number so a device history review was conducted for lot numbers : 9044712 / 9094524 / 9135617 / 9164827 no quality notifications and maintenance records where a quality record potentially related to the incident was observed for the reported batches. The sample provided was evaluated and it was possible observe barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage.

Event description:
It was reported bd solomed¿ syringe barrel had multiple cracks found during use. The following information was provided by the initial reporter, translated from portugese to english. It was received a market complaint where the customer reports that the syringe was cracked. There was no damage to patient/health professional. The drug used was betatrinta.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd solomed¿ syringe barrel had multiple cracks found during use. The following information was provided by the initial reporter, translated from portuguese to english. It was received a market complaint where the customer reports that the syringe was cracked. There was no damage to patient/health professional. The drug used was betatrinta.